Event description:
The device was used during a nephrectomy. Reportedly, the instrument did not open. A blood vessel broke and 1,000 ml of blood was lost. The surgeon manually sutured to correct the condition.